Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that disposable error message was displayed on cardiohelp during use of nrp pack. Customer changed the pack and no further failure was discovered. Based on this, customer believes that the pump of the oxygenator was caused to failure. No patient involved. No harm to any person has been reported. Since the failure might be related with the pump, which could lead to stop flow if occurs during treatment, the complaint is reportable. Complaint #(B)(4).